Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint of the charging issue was not verified. The device passed all the required tests and revealed normal device characteristics. Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead body was cleanly cut. Damaged to the leads were a result of a typical explant procedure and it was not considered a failure. X-ray inspection found no other anomalies. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter septum was damaged and a portion of silicone material was ripped off. X-ray/borescope inspections and impedance test were performed and found no anomalies. Additional information was received that the portion of silicone material that was ripped off was removed from the patient.

Event description:
A report was received that the patient was not able to charge the ipg and it was in hibernation mode. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge the ipg and it was in hibernation mode. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.